Manufacturer narrative:
Product ID: 977a290, lot# 0207992181, implanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
Concomitant product: product ID: 977a290, serial# 0207992181, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient did not have good stimulation to the right place since (B)(6) and there was a lead migration/dislodgement. They had a ¿rx to control the lead and the lead had migrate.¿ they did programming and they ¿fells again to the right place.¿ if this did not help they would change the lead and stimulator to a rechargeable device. The lead was repositioned and another lead was added with a new stimulator. No product issues were noted for the stimulator. The event was related to the lead and considered resolved without sequelae.